Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned and analyzed. The primary analysis finding noted no anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure, the implantable cardioverter defibrillator (ICD) device had high left ventricular (lv) lead thresholds when measured through the device. The connection was cleaned and reconnected several times, but the configurations between the analyzer and the device still differed. The device was removed and a new device was implanted which showed the same configuration. No patient complications have been reported as a result of this event.